Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 07oct2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a male patient reported that the injection button of his humapen ergo ii device could be pressed, but the insulin didn't come out. The insulin only came out a bit then stopped and wasn't injected. The issue was not remedied by replacing the needle and insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch: 2005d02, manufactured may 2020). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer and patient who contacted the company to report adverse events, concerned a 79-year-old asian male patient. Medical history included poor hearing. No family drug reaction. Concomitant medication included liraglutide for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) from a cartridge via a reusable device (humapen ergo ii), 28 units, each evening, subcutaneously for diabetes mellitus, beginning on an unknown date in 2021. On an unknown date from on (B)(6) 2023 to on (B)(6) 2023 (date not specified) he started using humapen ergo ii. Since on an unknown date, he experienced that his blood glucose had suddenly increased (units and reference ranges were not provided) due to which on (B)(6) 2024, he was hospitalized and got discharged on (B)(6) 2024. During the hospitalization, the patient did not use insulin lispro protamine suspension 75%/insulin lispro 25%, and he had used insulin aspart according to his treating physician advice. After discharged from the hospital, he felt the effect was still pretty good when injecting insulin lispro protamine suspension 75%/insulin lispro 25% previously, so the patient had used back to insulin lispro protamine suspension 75%/insulin lispro 25% again. But the patient thought the effect of the ten injections insulin lispro protamine suspension 75%/insulin lispro 25%, that he bought was not as good as the effect used previously (lot: d514941c, (B)(4). In early on (B)(6) 2024, the injection button could be pressed, but the insulin did not come out (B)(4), lot: 2005d02). Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of insulin protamine suspension 75% / insulin lispro 25% therapy was not provided. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was approximately one year. The status of reusable devices (humapen ergo ii) and device was not returned to manufacturer. The reporting consumer related the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy but did not provide relatedness of events with suspect reusable devices. Edit 24-sep-2024: upon review of the information dated 13-sep-2024, updated suspect drug name in causality statement of narrative. No other changes were made to the case. Update 25-sep-2024: information was received from affiliate on 24-sep-2024. The reporter was called several times, but reporter did not answer the phone and hung up before answering. No new information was added to the case. Edit 25-sep-2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 03-oct-2024: upon internal review of information received on 13-sep-2024, case was unlocked to add pc description and pc citation in narrative. Update 07oct2024: additional information received on 04oct2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting. Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer and patient who contacted the company to report adverse events, concerned a 79-year-old asian male patient. Medical history included poor hearing. No family drug reaction. Concomitant medication included liraglutide for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) from a cartridge via a reusable device (humapen ergo ii), 28 units, each evening, subcutaneously for diabetes mellitus, beginning on an unknown date in 2021. On an unknown date from (B)(6) 2023 (date not specified) he started using humapen ergo ii. Since on an unknown date, he experienced that his blood glucose had suddenly increased (units and reference ranges were not provided) due to which on (B)(6) 2024, he was hospitalized and got discharged on (B)(6) 2024. During the hospitalization, the patient did not use insulin lispro protamine suspension 75%/insulin lispro 25%, and he had used insulin aspart according to his treating physician advice. After discharged from the hospital, he felt the effect was still pretty good when injecting insulin lispro protamine suspension 75%/insulin lispro 25% previously, so the patient had used back to insulin lispro protamine suspension 75%/insulin lispro 25% again. But the patient thought the effect of the ten injections insulin lispro protamine suspension 75%/insulin lispro 25%, that he bought was not as good as the effect used previously (lot d514941c pc 7475809). In early (B)(6) 2024, the injection button could be pressed, but the insulin did not come out (pc 7475808 lot 2005d02). Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of insulin protamine suspension 75% / insulin lispro 25% therapy was not provided. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was approximately one year. The status of reusable devices (humapen ergo ii) and their return status was not provided. The reporting consumer related the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy but did not provide relatedness of events with suspect reusable devices. Edit 24-sep-2024: upon review of the information dated 13-sep-2024, updated suspect drug name in causality statement of narrative. No other changes were made to the case. Update 25-sep-2024: information was received from affiliate on 24-sep-2024. The reporter was called several times, but reporter did not answer the phone and hung up before answering. No new information was added to the case. Edit 25sep2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 03-oct-2024: upon internal review of information received on 13-sep-2024, case was unlocked to add pc description and pc citation in narrative.